Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one of two replicates upon repeat on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The initial result obtained on the instrument was as expected. The sample was repeated in duplicate on the same instrument, resulting falsely high on one replicate and as expected on the other. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2015-00564 was filed on december 14, 2015. Additional information (11/18/2015): the customer contacted the siemens customer care center (ccc). During troubleshooting with ccc, the customer discovered a leak at the wash station. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found wash 1 hanging on wash dispense ports 1, 2 and 3, and micro bubbles in wash 3 tubing lines. The cse replaced the wash manifold tubing bundle, primed the manifold dispense lines, and checked for leaks. The cse ran the daily cleaning procedure without error. The cse checked dispense and aspiration at all the wash separation manifold ports, which were as expected. The customer ran quality controls. The cause of the discordant, falsely elevate tni-ultra result was due to a leak at the wash station. The instrument is performing according to specifications. No further evaluation of the device is required.